Manufacturer narrative:
The complaint device was reported to be returning; however, as of the date of this report it has not yet been received. The investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the anchor broke on one side of the sleep appliance. The reporter was uncertain if it was the left or right side. No further information or injury was reported

Manufacturer narrative:
The device was not returned, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).